Event description:
The user got infection at implant site after few weeks of implantation. She received i.v. Antibiotics, leading to no resolution of the infection. Explantation was done in order to control the infection. Re-implantation is planned.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.